Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: model: 419688, lead; implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported by the patient that they had an ablation procedure and had received multiple shocks from their implantable cardioverter defibrillator (ICD). The patient also reported feeling "sick all the time" and that ever since their physician reprogrammed their device after the ablation procedure the device now interacts with the metal detectors and sets them off when they walk through. Patient was advised to contact their physician regarding their symptoms. Follow-up with the patients clinic revealed the patient received an appropriate therapy prior to their ablation procedure. The device was reprogrammed post the procedure.. The clinic did not have any information regarding the patients symptoms or their reported metal detector issue. The device remains in use. No patient complications have been reported as a result of this event.